Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 382 mg/dl while using the ilet after being disconnected from the pump for most of the day surrounding knee replacement surgery, having taken 15 units of long-acting insulin prior to surgery, and while receiving antibiotics and other perioperative medications; the infusion set in use was a contact set, and the user¿s spouse planned to check tubing and perform a full supply change while hospital staff checked ketones. Symptoms included hyperglycemia. Outcomes included no reported hospitalization attributable to the device. Investigation included troubleshooting and education with review of infusion set and tubing, assessment of insulin delivery continuity, and review of perioperative factors. Investigation of this case revealed that the hyperglycemia occurred in the context of prolonged pump disconnection and concurrent medications, with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.